Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had insulin squirted out before instead of drip. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that scratches on screen and cracked on battery cap. The customer reported that they received diminished battery life alert. The insulin pump will not be returned for analysis.